Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to a dual mobility for stability. Original implant date unknown. Doi: unknown; dor: (B)(6) 2021; left hip.